Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The implant coil was returned for evaluation, and it was not attached to the delivery pusher. The delivery pusher was not returned for analysis. Images taken under magnification confirm the proximal end of the implant coil is stretched. It is unknown at what point during the procedure the coil became stretched. The method of the detachment cannot be determined; however, the coil exhibits evidence of being subjective to a force that exceeded its maximum tensile specification. The investigation is inconclusive and the root cause is unknown.

Event description:
It was reported that coil embolization of the gonadal vein for a varicocele was attempted. During the procedure, the catheter "came back" and the azur cx coil unexpectedly detached, buckled, and went into the renal vein. The detached coil was removed with a wire. The patient tolerated the procedure well and there were no immediate complications. There was no reported patient injury. The procedure outcome was successful.